Event description:
It was reported that the patient presented remotely via merlin.net transmissions with an alert of high right atrial lead impedance. It was further noted that the lead impedance had always trended on the higher end and was electrically fine. No patient symptoms were reported. The patient would continue to be monitored.